Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2009 for stress urinary incontinence. It was alleged, the plaintiff began to experience "pain with intercourse shortly after the implant, and symptoms became worse over time until finally in 2011, plaintiff suffered from severe pain in the right groin and a tightening feeling in her groin, difficulty speeling, difficulty standing for long periods of time, vaginal heaviness, and a vaginal bulge. On or about (B)(6) 2011, plaintiff underwent removal of the sling." It was further alleged the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and "emotional distress."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.